Event description:
Event description guidant received information that interrogation of this implantable cardioverter defibrillator (ICD) revealed that the tachy mode had been turned off by a magnet. The patient was not aware of the presence of any magnets.